Event description:
It was reported that, on (B)(6) 2025, the patient underwent transurethral vaporization resection of the prostate under general anesthesia. The indwelling foley catheter remained in place and patent, with continuous saline irrigation in progress. Pale red, clear irrigation fluid was drained. Bladder irrigation was discontinued on (B)(6) 2025 during a ward round at 12:18 pm on (B)(6) 2025, the patient's urinary catheter was found to had spontaneously dislodged. Inspection revealed a ruptured balloon with leakage. The patient reported discomfort, which significantly impacted postoperative care and caused severe adverse effects. The attending physician was notified, and the patient was placed under temporary observation. This incident did not result in adverse outcomes for the patient and was immediately reported to the head nurse.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2025, the patient underwent transurethral vaporization resection of the prostate under general anesthesia. The indwelling foley catheter remained in place and patent, with continuous saline irrigation in progress. Pale red, clear irrigation fluid was drained. Bladder irrigation was discontinued on (B)(6) 2025 during a ward round at 12:18 pm on (B)(6) 2025, the patient's urinary catheter was found to had spontaneously dislodged. Inspection revealed a ruptured balloon with leakage. The patient reported discomfort, which significantly impacted postoperative care and caused severe adverse effects. The attending physician was notified, and the patient was placed under temporary observation. This incident did not result in adverse outcomes for the patient and was immediately reported to the head nurse.